Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of a vena cava filter approximately two months post implant, a detached limb was identified in the ivc next to the filter. The filter and detached limb were retrieved as one unit with a snare device. There was no reported patient injury.